Event description:
Blood glucose results of 250 mg/dl, 358 mg/dl, and 116 mg/dl, within 5 minutes, while using the suspect device. Patient did not take any action based on the results. No patient injury was reported. Valid quality control tests had not been performed on the system (patient was using the wrong control solution for his strip type). Technical support requested the return of the suspect product and replacement product was shipped.